Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm. On approximately (B)(6) 2024, the patient experienced a skin reaction with burning, redness, inflammation, and infection, extended beyond the patch perimeter. The patient stated that initially the insertion caused bleeding and that he later developed symptoms. When an hcp was seen, incision and drainage of infected wound was performed, which was repeated regularly over a two-week timeframe. The patient also stated they received additional treatment with intravenous fluids, antibiotics, and an unspecified cream. At the time of the report the patient was stable but stated that a small scar was still visible. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.